Manufacturer narrative:
Failure analysis noted that the pump had blank display due to faulty lcd driver board. The pump was unable to perform functional testing due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. The customer stated that the pump had not been working for the last two days. The customer called on (B)(6) and received assistance for the blank display. Since that time, the customer stated that the screen had not worked and the pump did not work at all. The customer declined to troubleshoot and requested to have the pump replaced. Blood glucose at the time of incident was unknown. The device was returned for analysis.